Manufacturer narrative:
On april 5th, 2023, the distributor reported the following information: the touchscreen was functional and no issues were identified. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.